Event description:
It was reported that when using the bd pyxis medstation system, the full-height cubie drawer failed and was not detected on the communication bus or the broken board on the ct4 auxiliary drawer 3, preventing users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed and was not detected on the communication bus due to no lights on the board at the ct4 auxiliary drawer 3 station. A field service engineer opened the back of drawer 3 and isolated all components, but even with everything unplugged, the main controller board remained unresponsive. Then, removed and replaced the main controller board and tried turning it on resulted in the new controller board was blew, and the drawer board was also bad. Both boards replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.